Manufacturer narrative:
Device evaluated by MFR.: unit returned with its original pouch. Overall visual revision the unit returned split in two pieces. Product analysis performed. The returned device matches with the upn and lot number provided by the customer. Guidewire was found detached visually and microscopically. This could be related to an excessive force applied to the device, as well as operational factors such as handling/technique contributing to the observed damage. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
It was reported that a guidewire fracture occurred. A 300cm j-tip pt2 guidewire was selected for use during a vascular angioplasty. During preparation it was noticed that the guidewire was broken. The procedure was completed using another similar device. There were no patient complications reported.

Event description:
It was reported that a guidewire fracture occurred. A 300cm j-tip pt2 guidewire was selected for use during a vascular angioplasty. During preparation it was noticed that the guidewire was broken. The procedure was completed using another similar device. There were no patient complications reported.